Manufacturer narrative:
Device used for off label indication. The indication device used for was ezw. Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 889-33, lot# va01ce8, implanted: (B)(6) 2013, product type lead; product ID 3889-28, lot# va00k0a, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the patient was trying to adjust stimulation on the day of the report because he felt his bladder was ¿getting full¿ and he couldn¿t feel stimulation but was unable to make adjustments. The patient had reportedly powered up the programmer, synched and changed the time. However, the patient programmer (pp) was not communicating with the implantable neurostimulator (ins) as a "call your doctor" icon with an error code of 574 was being displayed on the pp. The reporter stated that the patient was unsure if the device was on at the time of the report. At the time of the report, the patient was being seen for a follow-up visit with his healthcare provider (hcp). It was later reported that the patient had experienced ¿some¿ shocking over the past weekend. However, when the patient attempted to check the device, the error code was displayed. Afterwards, stimulation stopped and the patient was unable to feel stimulation. The reporter indicated that during device interrogation at the patient¿s follow-up appointment, all of the programs were cleared out and the clinician programmer needed to be reprogramed. It was noted that the patient had not had any medical procedures such as x-ray or MRI scan done. The patient was reportedly feeling stimulation as intended after the re-programming session. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3889-33, lot# va01ce8, implanted: (B)(6) 2013, product type: lead. Product ID 3889-28, lot# va00k0a, implanted: (B)(6) 2013, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the first time they experienced a "zapping sensation" was after they had gone to get the "call your doctor" screen checked at a healthcare facility in 2014. This event date conflicts with the initial event date provided. The patient was told that the error message they were seeing was one they were unfamiliar with at the healthcare facility. They couldn't remember what the error message was on the screen. After the manufacturer representative had reprogrammed the patient, the patient had felt a strong zapping sensation. The patient was implanted for gastrointestinal/pelvic floor.